Manufacturer narrative:
Date rec¿d by MFR : 13aug2019, date of report : 20aug2019. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. During evaluation, the unit passed oxygen accuracy and oxygen concentration testing. No abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit's oxygen values were inaccurate. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that the unit's oxygen values were inaccurate. There was no patient involvement.